Event description:
A customer contacted beckman coulter inc., (bci) stated that upon troubleshooting (ts) a retic voteout issue on the coulter lh 750 analyzer, a leak was observed that seemed to be a retic stain. There was no report of death, injury or change to patient treatment is associated with this event. The operator did not seek medical treatment and there was no report of exposure to mucous membranes or open wounds.

Manufacturer narrative:
Customer ws running controls during the time of event. A field service engineer (fse) was dispatched on (B)(4) 2011 and repaired the leak at the stain pump. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer.